Event description:
An alarm sounded as patient's blood pressure was 50/13. The nurse assessed patient and found that nipride drip was in a "primary" channel in the pump going at 100ml/hr. The nipride was stopped and patient's blood pressure immediately went back up. The patient's blood pressure was in the 40's/10's for approximately four minutes. The patient was closely monitored after the occurrence and without any further complications as a result of this occurrence. In follow up, the nurse was reminded to be sure to double check which tubing goes into the proper channel of the pump.